Event description:
Complainant alleged that the ICU staff was attempting to monitor a female patient (age unknown) who was in poor condition, but the device would not pick up any patient rhythms. The staff changed the pads twice, but the device still not show any rhythms. The staff was able to obtain another device to monitor the patient. There was no adverse effect on the patient as a result of the alleged malfunction.